Event description:
It was reported that during an aorta/iliac angioplasty treatment procedure, a guide wire tip detachment occurred. This 300cm fathom-14 guide wire was being used in the aorta. The guide wire was behind some plaque and when attempting to withdraw the wire, the tip of the wire became hung up on the plaque or a previously implanted stent and detached in the terminal aorta. An attempt to retrieve the detached guide wire tip was unsuccessful. The tip remained in this location. This was a long, complex case. The patient was later transferred to another facility for a planned revascularization, where the detached guide wire tip was removed surgically. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).